Event description:
Pt was unaware that the tracheostomy tube device is classified as a disposable device and as such is not intended for long term usage. Pt has been sent the tracheostomy tube adult home care guide and video to review and discuss with their attending physician.

Manufacturer narrative:
The mfrs analysis and evaluation of the returned 4cfn device indicates damage and over extended wear to the components. Returned device was manufacturer in may '92. Device history records indicate this lot was inspected and accepted prior to release.